Event description:
The customer reported that during op check the device freezes when the charge button is pressed. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.